Manufacturer narrative:
(B)(4).

Event description:
The physician implanted a complete se stent. The target lesion in the mid superficial femoral artery was a soft tissue lesion with a little tortuosity, 60% stenosis and no calcification. The device had been inspected and prepped per the IFU with no issues noted. No resistance was encountered when advancing the device. It was reported that the device was used post its expiration date. There were no patient symptoms or complications associated with this event.